Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula, a hole. Holes in the soft cannula reduce the ability of the product to deliver insulin to the patient. This may have contributed to the patient¿s high blood glucose levels, however this could not be conclusively determined. The downloaded data showed an alarm, which is considered a safety feature. The investigation found no other defects or deficiencies that would contribute to the reported high bg levels or associated error code. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 14.6 mmol/l (263 mg/dl) while wearing the pod longer than 48 hours on the leg.